Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, episodes of inappropriate therapy due to oversensing were seen on the right ventricular (rv) channel. X-rays of the lead were negative for lead damage. The rv lead was capped and a new rv lead was implanted.